Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the right atrial lead exhibited an inappropriate mode switch due to noise oversensing. No intervention was performed and the patient's condition was unknown.